Manufacturer narrative:
The device was not returned to edwards for evaluation, device follow up is in progress. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information has been provided regarding the patients¿ medical history and the condition of the device at explant. The root cause for the degeneration, stenosis, and regurgitation remains indeterminable. A supplemental report will be submitted if new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 27mm pericardial aortic valve was explanted from a patient of 50 years of age after an implant duration of approximately 15 years due to valve degeneration leading to stenosis and moderate regurgitation. The explanted valve was replaced successfully with a 29mm pericardial valve. Patient outcome was reported as good.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.